Event description:
After an implantation period of approx. 100 months, oversensing with inappropriate therapies was reported. The lead was explanted.

Manufacturer narrative:
ICD and lead were received for analysis. Lumax 740 vr-t promri: the returned ICD first underwent a status interrogation. The device status was mol2, 64 charge processes had been registered. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular and in the far-field channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time turned out to be inconspicuous. In summary, the clinical observation was confirmed during the analysis of the device memory data of the ICD. The available iegms showed interference signals in the ventricular and in the far-field channel. However, the ICD proved to be fully functional. Linox smart promri s 65: in the returned state, the lead had been cut through 8 cm proximal of the tip electrode. A medial and a distal lead fragment were available for analysis. The proximal fragment with fork was not returned. An explantation set was located in the interior of the medial fragment, and a thread was tied to the lead body. The returned fragments were thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was damaged by fraying, especially in the distal area. This damage is with high probability the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. Due to the severe extraction damages and the fibrotic tissue surrounding the lead, it can be assumed that the lead had stiffened ad was ingrown in the implanted state and that this severely limited the leads ability to move. In addition, the analysis found a deformed shock coil, an inner conductor that was stretched in the distal area, and rope leading to the ring electrode that was fractured at that site. These damages are probably a result of the extraction process. The manufacturing processes of the lead and the ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.